Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a no external power event on (B)(6) 2021. This was caused by power to the mpu being briefly interrupted. The caregiver accidentally unplugged from the wall outlet. It was immediately plugged back into the wall with no further issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file contained data spanning approximately 6 days (23jun2021 ¿ (B)(6) 2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on 23jun2021 at 18:28 while the mpu was in use. The alarm appeared to have been caused by a loss of ac power, as the rsoc steadily decreased. The alarm resolved within several seconds when power was restored to the system. No other notable events were observed. The mpu (B)(6) was not returned for analysis. Per additional information, the root cause of the reported event was the patient and the caregiver accidentally unplugging the mpu from the wall outlet. The mpu was immediately plugged back in and no further issues had occurred per the patient. However, the root cause of how the cable became unplugged was unable to be conclusively determined. The heartmate 3 patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.